Event description:
A healthcare professional reported with a description of trailing haptic was folded wrong and intraocular lens (iol) was not implanted due to broken haptic. Additional information has been received and stated that the event occurred during injection, the surgery was completed with another lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported broken haptic was observed. Iol was returned outside of the device. The device was received in a blister tray inside the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, one haptic is broken or torn and not returned, the other haptic has loose fibers. The optic is split/cut in two, with loose fibers. The product investigation could not identify the root cause for the reported complaint broken haptic, trailing haptic folded wrong as the lens was returned outside of the device. Haptic position in the device cannot be confirmed. Haptic was observed to be broken. Broken haptic may occur due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).